Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was scratches on the insulin pump screen making it hard to read the time. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had unexplained no delivery alarm and buttons hard to press. The device will not be returned for analysis.